Event description:
Medical affair spoke to the pt in 03/2004 and obtained/verified the following info: pt stated that for the past two weeks pt's meter would not power on. The issue was not resolved with troubleshooting. The pt takes insulin based on the meter results and that pt was able to use their family member's meter as a back-up device. The pt made an appointment with their doctor because of the meter issue. Their blood glucose was tested on the doctor's meter and the result was 176 mg/dl. Pt was given insulin based on the result. The meter is being replaced for the pt. This case is being reported as a malfunction. There is no evidence of the pt suffering a serious injury. No further info has been provided.